Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the suture had detached from the distal end of push catheter and as a result, the stent was separated from the delivery system. The suture was not returned for evaluation. A depression/kink was noted at the distal end of the stent. The suture hole on the push catheter was found slightly torn. No damages were observed on the guide catheter assembly. A functional evaluation was performed; the pull wire was actuated and extended and retracted without any issues. Based on the evaluation, it is likely that due to procedural and anatomical factors (such as patient tortuous anatomy and/or customer maneuvering of the device), the suture encountered tension and inadvertently detached from the delivery system leading to premature deployment of the stent. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a 69 year-old male patient on (B)(6) 2011 (patient weight is unknown). According to the complainant, during the procedure, three stones were removed using a balloon and a basket. In order to remove one of the final, larger stones the physician decided to place this stent; however due to the patient anatomy, difficulty was experienced when accessing the duct. While attempting to access the duct, the suture detached from the delivery system and the stent prematurely deployed outside the duodenum. At this time, the suture was visible on the stent as viewed through the scope. The delivery system was locked. The advanix stent was removed using a snare. The procedure was completed with another stent (non-boston scientific device). It was reported that a repeat ercp procedure will be performed in a few weeks to see if the stones can be removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information has been received since (B)(4) 2011:the procedure was completed with an rx biliary stent, not a non-boston scientific device as originally reported.

Manufacturer narrative:
Patient weight is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix "biliary stent with naviflex" rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a (B)(6) male patient on (B)(6) 2011 (patient weight is unknown). According to the complainant, during the procedure, three stones were removed using a balloon and a basket. In order to remove one of the final, larger stones the physician decided to place this stent; however due to the patient anatomy, difficulty was experienced when accessing the duct. While attempting to access the duct, the suture detached from the delivery system and the stent prematurely deployed outside the duodenum. At this time, the suture was visible on the stent as viewed through the scope. The delivery system was locked. The advanix stent was removed using a snare. The procedure was completed with another stent (non-boston scientific device). It was reported that a repeat ercp procedure will be performed in a few weeks to see if the stones can be removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.